Event description:
The patient was unable to adjust the stimulation. A por (power on reset) condition was noted. The display was showing the "call your doctor" icon. Follow-up with the patient's physician was recommended. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).